Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: vedr01 ipg, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had low pacing impedance in the bipolar configuration. The ra lead was reprogrammed to the unipolar configuration and remains in use. No patient complications have been reported as a result of this event.